Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results the event reported was confirmed. For identification of the foreign matter, it could not be identified despite image of the foreign matter could be confirmed. Regarding physical damage on the device, it was confirmed that there is no information about physical damage on the nozzle. Regarding reprocessing procedure of the device at the facility, it was not identified as a cause of the event. Therefore, the root cause was not identified. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope having poor air supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insufficient angle, angle knob play, curved rubber adhesive part floating, curved rubber adhesive part chipped, curved rubber adhesive crack, switch 2 rubber band and objective lens scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.